Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. Addendum investigation: a customer returned reagent kit and patient specimen was received after completion of the original complaint investigation. An additional investigation was performed using the customer return material. To investigate the customer observation the investigation team tested the returned specimen with a retained sample (reagent kit stored at abbott laboratories) of architect anti-hcv, lot number 55066hn00. One replicate of the negative control and positive control and three replicates of the specimen were tested. The control values were within the specification ranges stated in the respective package insert. Concordantly with customer observation the returned patient specimen was tested negative with values ranging from 0.04 and 0.05 s/co at our site. Additionally, the specimen was then tested with chiron riba hcv 3.0 sia. The test result of the patient specimen was interpreted as negative according to the respective package insert due to the fact that no hcv-specific band was detectable. Controls performed well within the respective package insert claims. On the basis of this test results the customer returned patient sample is categorized as 'not false negative' for architect anti-hcv, lot number 55066hn00 based on the fact that there is no evidence for anti-hcv antibodies in the customer returned patient specimen. Nevertheless, for diagnostic purposes, all patient results obtained with architect anti-hcv should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. Based on the previous and present investigation, it is determined that architect anti-hcv, lot number 55066hn00, identified in this complaint, was performing acceptably. Original investigation: no customer returns were received for investigation. To investigate the account's observation the investigation team tested a retained sample (reagent kit stored at abbott laboratories) of architect anti-hcv, lot number 55066hn00. One replicate of the negative control, positive control and 10 replicates of sensitivity panel a (core only) and sensitivity panel b (ns3 only) were tested. Furthermore two commercially available seroconversion panels (genotype 1b) were tested. The results generated for the control values were well within the specifications stated in the respective package insert. Sensitivity panel a and b showed that the analytical sensitivity of architect anti-hcv, lot number 55066hn00 was in acceptable performance range. Additionally, for the two commercially available seroconversion panels the same bleeds were found reactive with comparable s/co values as historical clinical lots. Therefore, there is no indication that the analytical or clinical sensitivity of the architect anti-hcv reagent, lot number 55066hn00 is compromised. As part of this investigation a review was performed of the complaint and manufacturing records for the architect anti-hcv reagent kit, lot number 55066hn00. This review did not identify any problems relating to the account observation. To exclude a potential product deficiency of architect anti-hcv, complaints for potential false negative results since 2007 were reviewed and no trend could be observed due to false negative patient result complaints. Based on this investigation, it is determined that architect anti-hcv reagent, lot number 55066hn00, identified in this complaint, is currently meeting its safety, effectiveness and label claims. The cause of the negative patient result you obtained is unknown as the patient sample was not available for investigation at abbott laboratories. For diagnostic purposes, all patient results obtained with architect anti-hcv should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. This is the final report.

Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account generated negative architect anti-hcv results on a well known hcv carrier patient. The patient has the genotype of hcv:1b. Data provided below. In late 2007: architect anti-hcv nonreactive (0.05 s/co); axsym hcv reactive (1.78 s/co); hcv rna 200 copies; riba test ns4 strong positive; in early 2008: architect anti-hcv nonreactive (0.05 s/co); axsym hcv reactive; hcv rna 223 copies; two days later: architect anti-hcv nonreactive (0.04 s/co); architect anti-hcv nonreactive (tested in another laboratory); ortho vitros reactive (s/co >7); axsym hcv reactive; hcv rna positive.